Manufacturer narrative:
(B)(4). The device was returned to baxter, and an evaluation was completed. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was also performed on the device and no issues were identified. Upon conclusion of the investigation, the cause of the iipv event was determined to be use error, tidal total ultrafiltration removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:54. During night drain cycle four, the patient drained 5835ml, with a maximum programmed fill volume of 2900ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.